Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited unspecified oversensing with pacing inhibition and low pacing impedance. Technical services recommended further clinic examination and x ray imaging to assist in identifying a potential root cause. No interventions or procedures were performed, and the lead remained implanted. No adverse patient effects were reported.